Manufacturer narrative:
(B)(4).

Event description:
The freedom onboard battery was not supporting a patient. The customer reported that the patient reported that the freedom onboard battery has a low capacity. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. A review of the freedom onboard battery's system management bus (smbus) data revealed no anomalous values and all communications were normal. Additionally, a charge and discharge test was performed and no anomalous behavior was observed. The freedom onboard battery performed as intended and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The freedom onboard battery was not supporting a patient. The customer reported that the freedom onboard battery has a low capacity.